Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead needed to be explanted due to a suspected ventricular perforation however the physician decided to reposition the lead instead. A lead was hand over to the physician however it was never use since the right ventricular (rv) lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead 7842/(B)(4)needed to be explanted due to unknown reasons but the physician decided to reposition the lead instead. The lead 7842/(B)(4)was hand over to the physician however it was never use since the right ventricular (rv) lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.